Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated alarm with diagnostic code. The ventilator was on a patient at the time of the reported event. The patient was transferred to another ventilator. The patient was not harmed as a result of the reported event.

Manufacturer narrative:
Additional information was received that the customer reported that they were unable to duplicate the error; however will replace the auto zero solenoid (sol1) and inspiratory electronic printed circuit board (pcb) as a precaution before releasing the ventilator for service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator generated an alarm with an error code rendering the ventilator inoperable. The patient was transferred to another ventilator and was not harmed as a result of the reported event.